Event description:
Pump sent to service with a report of infusion volume inaccurate. The report stated that the unit infuses approximately 65-80% of the volume selected. There was no report of any patient involvement or injury.